Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure unstable thresholds, phrenic nerve stimulation and placement difficulty were encountered. After several attempts the helix couldn't be extended out again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.